Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that while the ventilator was in the standby mode at the patients bedside, it did an automatic system restart. When it restarted, it was stuck in the startup screen with the encoder knob's led ring flashing and the buzzer alarm sounding. Eventually the user pressed and held the on/off button for almost one minute to power off the ventilator. There was no reported patient involvement. In the debug logs provided, the ventilator had a critical thread failure and had been in the standby mode for more than 9.5 hours when the critical thread alarm occurred.